Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow up report.

Event description:
It was reported: the device rebooted unexpectedly while in use. There was no injury reported.

Manufacturer narrative:
The log file analysis revealed that the device has performed two warm stats within a period of several minutes. A user was present each time and has silenced the accompanying alarms immediately. No technical error condition was logged for the period in question. The only constellation where the ventilator's safety software initiates a warm start and no triggering error condition is evident in the logs would be a short term brown-out of the mains power i.e. A drop out of the input voltage below the defined minimum. If the input voltage stabilizes again within a period before the analog filters inside the ventilator's power supply are completely discharged the phenomenon leaves no "footprints". Draeger medical firmly concludes that there's no issue with the device that needs a repair. The ventilator has responded to an external error condition as specified by initiating a warm stent, re-establishing ventilation after approximately 8 seconds and alerting the user by means of a corresponding alarm. No patient consequences have been reported.